Event description:
It was reported that the pacer dependent patient presented to the clinic experiencing dizziness. The right ventricular lead exhibited multiple high ventricular rate and noise episodes. The noise episodes caused pacing inhibition. The noise could not be reproduced with isometrics. The lead impedance and capture values were stable. The physician ordered a holter monitor which revealed significant pauses due to the ventricular noise. On (B)(6) the lead was capped and replaced; an insulation anomaly was noted.. The patient was doing fine after the event and at a recent follow up.

Manufacturer narrative:
(B)(4).